Event description:
A surgeon reports that during intraocular lens (iol) implant surgery, he felt some resistance as he was inserting the iol into the eye. He further states that, "suddenly the iol shot through the posterior capsule." The incision was enlarged to facilitate removal of the iol, a vitrectomy was performed and second iol placed in the sulcus. The iol was inserted using an iol delivery system. The injector was manufactured by another company. (This event has been reported to the manufacturer of the injector.) With the current information, it is unclear which device is the complaint device. The association between this event and the iol is not known.